Manufacturer narrative:
Other text: b5: additional information: customer response was received on 27-sep-2022 with new information: event details, length of infusion (total programmed volume) was 100ml,the position of pump when alarm occurred (e.g. In a bag, laying on a bed, strapped to a patient's body, etc.) Was attached to IV pole. H6: event problem and evaluation codes: updated. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a punctured tubing causing under delivery and allowing air in the tubing. There has been no report of observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Catalog number, lot number, unique identifier (UDI), operator of device are unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updates not required. H10: device evaluation was completed. No product was returned for investigation. The cause of the reported problem could not be determined. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available. No lot number was provided; therefore, device history record review could not be completed.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updates not required. H10: device evaluation was completed. No product was returned for investigation. The cause of the reported problem could not be determined. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available. No lot number was provided; therefore, device history record review could not be completed.